Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on the bus. A field service engineer (fse) disconnected the drawer, reassembled the connection, opened the network center and confirmed that the internet protocol address was correct. Fse then disabled the firewall, internal bus was started passing, rebooted the system and confirmed that the drawer was detected. Fse then performed a hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers failed and were not detected by the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.